Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The implanted sierra stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery. A 2.25 x 15 mm xience sierra stent was implanted without issue. Next, a 2.25 x 18 mm xience sierra stent delivery system (sds) was advanced but failed to get to the lesion as it interacted with the stent struts of the implanted stent, resulting in flaring of the stent struts of both stents. The device was removed without issue. Another stent was successfully implanted. The implanted 2.25 x 15 mm xience sierra stent required additional post-dilatation due to the flared struts. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and device damaged another could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stents causing the reported failure to advance and subsequent device damage and material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.